Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was concluded by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in dwell two of six. Upon removing the cassette, the pt noticed solution in the cassette door compartment. Pt did not require any medical intervention and did not have any adverse effects from the cassette leak. Sample has not been returned to the MFR.